Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly healing. A review of the device history record was performed at the request of the nca and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance due to device extrusion. A CT scan revealed there was fluid accumulation in the middle ear and inflammation of the external auditory canal. The recipient was prescribed anti-inflammatory medication, ofloxacin ear drops and dexamethasone. The recipient is still wearing the device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.